Event description:
This serious spontaneous report was received from a physician on behalf of a consumer in the united states. The pt (unk age, unk gender) received euflexxa (1% sodium hyaluronate) injection (unk dosage, unk route) (unk lot number, unk expiration date) for an unspecified indication and experienced a pseudoseptic reaction. A physician reported that a pt received euflexxa several years ago and experienced a pseudoseptic reaction. No other info was provided. Medical history was not provided. Concomitant medications were not provided. Further info requested. Company causality: provided in the narrative psur comment section and company seriousness (company comment section). Company comments: regarding the pseudoseptic reaction for this pt, the company causality is possibly related to the euflexxa.